Event description:
Ous MDR - it was reported that a shock impedance of greater than 150 ohms was measured after the ICD was replaced. No deterioration of the patient's state of health was reported. The lead was explanted (part of it) and a new one implanted.

Manufacturer narrative:
The lead arrived destroyed. It was possibly severed with a scalpel 19.5 cm from the is-1 connector pin. The distal lead portion was not available for analysis. The analysis of the proximal portion revealed a conductor fracture in the rope conductor to the rv shock coil in the area of the distributor. With high probability, this damage is the reason for the high impedance measurement. The analysis also revealed a strongly deformed is-1 connector. We assume that intense tensile strength has caused these damages during the generator switch. There was no indication for material or manufacturing failures.